Event description:
Reportable based on device analysis completed on 22mar2024. It was reported that visualization issues occurred. The 90% stenosed, 18 x 3.20 mm target lesion was located in the mildly calcified and seriously tortuous left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter did not show an image and the screen was black. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. The device was returned for analysis. Visual inspection revealed kinks in the sheath. Visual and microscopic inspection showed the imaging window, detached near the lapjoint section., a broken drive shaft, and imaging core windup within the telescope section beginning 27.20 cm from the distal end of the connector shaft.